Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised (B)(6) 2012 due to pain, high metal ions and metallosis. No further information has been provided.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised (B)(6) 2012 due to pain, high metal ions and metallosis. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the right hip revision was due to grinding, catching and elevated metal ion levels. Medical records further noted the presence of fluid, metallosis, metal-stained tissue, erosion of the lateral trochanter, and fretting wear at the trunnion. The modular head was removed and replaced.

Manufacturer narrative:
Date of event - unknown. Implant date - unknown. Explant date - unknown. Examination of returned device found the head appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. There was also evidence of wear and discoloration inside the morse taper of the taper adapter. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: material sensitivity reactions, intraoperative or postoperative bone fracture and/or postoperative pain, & elevated metal ion levels have been reported with metal-on-metal articulating surfaces. The user facility was notified of the event on march 9, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿fretting and crevice corrosion may occur at interfaces between components.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.